Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This alarm occurred during dwell three of four of peritoneal dialysis therapy, while the patient was connected. During troubleshooting, no abnormalities were noted that could have caused or contributed to the alarm. The technical services representative assisted the care giver in clearing the alarm, removing the cassette, and disconnecting the patient using proper aseptic technique. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned for evaluation. A visual inspection was performed with no issues noted. Leak (underwater, using pressure), clear passage, and clamp function testing were performed with no issues noted. The device was run on a homechoice machine with no alarms occurring. A malfunctioning cassette was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.